Manufacturer narrative:
Device was discarded by hospital.

Event description:
A company representative reported that the heads of two aviator fixed self-drilling screws fractured during surgery. The procedure was completed successfully with a thirty-minute surgical delay and no adverse consequence to the patient. This report captures the first of two screws.

Event description:
A company representative reported that the heads of two aviator fixed self-drilling screws fractured during surgery. The procedure was completed successfully with a thirty-minute surgical delay and no adverse consequence to the patient. This report captures the first of two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and no adverse trends were observed. The reported issue of intra-operative screw fracture whereby the tabs fractured off two (2) screws was confirmed by photographs sent in by the stryker rep. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available.